Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also noted that there was a failure to capture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial (ra) lead had increased threshold. Outputs were reprogrammed and the ra lead remains in use. Thepatient is a participant in the systems longevity study. No patient complications have been reported as a result of this event.

Event description:
It was also noted that the ra lead had a microdislodgement causing the sudden rise in threshold.